Event description:
It was reported that during an unk procedure, the device locked on tissue after three staples were fired and would not separate from the lung tissue. The device had to be cut off and another device was used to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.